Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-02457, 2134265-2013-02458. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in a saphenous vein graft (svg) to the right coronary artery (rca). A non-bsc embolic protection device was placed in the distal lesion. Three unknown size promus element plus stents were implanted. Following deployment of the stents the embolic protection device was withdrawn and caught on the deployed stent struts, all three implanted stents were deformed. The deformed stents were post-dilated with a unknown balloon and restored blood flow. No patient complications were reported and the patient status is fine.